Event description:
It was reported that "avs nav inserter broke while inserting the graph into the body the locking mechanism broke off."

Manufacturer narrative:
Method: complaint history analysis, visual inspection, DHR review and risk assessment. Results: there have been 16 previous complaints related to the breakage of the sliding button. Previous investigation have concluded the cause to be related to strong impaction during implant insertion. When the device was returned the threaded pin was broken so the slide button was no longer assembled with the instrument body. The batch record was reviewed and no deviations were noted. In this case there were no adverse consequences reported, there is another inserter available in the kit for the surgeon to use. Conclusion: as a result of a reoccurrence of complaints, a CAPA was initiated and the investigation determined the root cause to be related to design and incorrect utilization of the instrument.